Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the basket tip fractured before it was used in the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050103 captures the reportable event of basket tip fractured before use / premature deployment.

Manufacturer narrative:
Block h6: imdrf device code a050103 captures the reportable event of basket tip fractured before use / premature deployment. Block h10: the returned trapezoid rx was analyzed, and a visual inspection observed that the that the basket tip was detached. However, there is no way to confirm that this occurred prematurely. The reported event was not confirmed. Based on all available information, it is possible that the device faced some resistance that caused the reported event. Perhaps the manipulation or technique used could have contributed to the basket tip detaching prematurely. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2023. During the procedure, the basket tip fractured before it was used in the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.